Manufacturer narrative:
Recall: 1627487-05242011-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the ipg could not establish communication with the charger. It is unknown if the patient still has stimulation. A replacement charger was sent to the patient. Follow-up confirmed the ipg could not communicate. Surgical intervention will be undertaken to replace the ipg.